Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulmonary vein isolation procedure using the pulseselect catheter, there was difficulty moving a guidewire within the catheter and the guidewire became stuck. The operator removed the catheter together with the guidewire, and tissue was observed on the end of the guidewire near the distal opening of the catheter. With greater strength, the operator pulled the guidewire out of the catheter. A new guidewire was then attempted but could not be advanced to exit the distal end of the catheter. A replacement catheter and replacement guidewire were used to complete the procedure. No patient complications have been reported as a result of this event.